Event description:
It was reported that the patient had a shorted extension wire. The patient's stimulator and extension were explanted and replaced (B)(6) 2011 . Signs and symptoms associated with the event included return of pain. The patient required hospitalization due to the event. Patient outcome was recovered without sequelae.

Manufacturer narrative:
Product ID 377745 lot# n0042608 serial# implanted: (B)(6) 2005 explanted:; product typ lead product ID 37742 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product typ programmer, patient product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2011; product typ extension. (B)(4).